Event description:
The following has been reported: biomed reports: service pump error that wouldn't go away after cleaning thoroughly and doing a hard shutoff serial # (B)(6). An initial review of the device logs reveals the following: pneumatic valve actuation failure (valve 1). An active infusion was not delayed (per the logs); no adverse event was communicated. Reporting due to the referenced issue as a conservative measure. Further information is needed to complete the investigation.

Event description:
The complaint was confirmed. The device was returned for pneumatic valve actuation failure. The device was alarming on start up and visual inspection revealed there was a small break on the main pcba connection for the pneumatic assembly. A new pneumatic assembly was plugged in, lvp powered on without alarm. The original pneumatic assembly was re seated and the device powered on without alarm. The device was reverted to manufacturing mode and the device passed hardware testing. The pneumatic assembly was removed and passed manifold testing. This is indicative of an intermittent connection problem that was fixed when the wires were re seated. The main pcba will need to be replaced. As a result of removing the pneumatic plate, the ipc midway connection was replaced.